Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically citing a cgm error 42 associated with a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions to reset the pump, and after the reset, the cgm error did not reoccur. The caller successfully restarted their sensor session.